Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false low sodium (na), potassium (k), and/or chloride (cl) results for multiple patient samples. The exact amount of patients affected is unknown. The false low results were reported out of the laboratory. When the physician questioned the low na results, the samples were repeated on an alternate instrument and reports were amended. The low results were provided, but not the rerun results. However, the results from the following day (and a previous day) were provided which shows the approximate magnitude of error. K and cl were also erroneous. Carbon dioxide (co2) was not affected. The customer indicated that the na results would drift down over time after calibration and that recalibration would bring recovery back into range. The customer was calibrating three to five times a day. A service request was initiated. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was not provided. Patient sample collection and method of analysis was not provided. A bec field service engineer (fse) was dispatched and found that the modular chemistry (mc) sample syringe barrel was worn. The fse replaced the mc sample syringe, mc sample probe, and mc sample probe wash collar. The fse also replaced the ratio pump. Multiple parts were replaced, any of which could have caused or contributed to the event. The ratio pump was returned to bec manufacturer for investigation. It was discovered that although the pump did show signs of wear, it did not produce low na results during testing. As a result, it was discovered that the failure mode did not involve the ratio pump.